Manufacturer narrative:
Device evaluation: the suspect part was returned to the manufacturer and after analysis was completed no fault was found. The part passed functional testing and visual/physical examination. The issue could not be reproduced.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during a spinal fusion cervical procedure during navigation a right side pedicle probe had intermittent tracking issue. The procedure was completed with the use navigation. There was no delay to the procedure. No impact on patient outcome.